Event description:
A malfunction was reported on the pump, but no notable events occurred prior to it, and there was no adverse impact on the customer's blood glucose level. The malfunction code was noted and found to be resettable, and technical support guided the customer through resetting the pump, which resolved the issue as the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if the issue reappears.